Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s first blood glucose level was 330 mg/dl and second blood glucose level was 425 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was on medication that might cause bleeding. Customer also reported that the bleeding was stopped and they did not receive medical treatment as a result of the site issue. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.